Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The root cause of the reported material separation is likely due to the circumstances of the procedure. It is likely, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initial filed emdr, the following information was corrected: it was reported that a link break occurred and not a suture break during knot advancement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the suture broke during knot advancement. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.